Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that every time radio frequency is used on the shoulder, the radio frequency is so bad that the users of the device cannot see. It was further reported that the case was delayed, but it is unclear for how long.